Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of surgery did your daughter have? What was the reason for this surgical procedure? Please provide the date of surgery. Do you know the product code or lot number? When were wound dehiscence and suture spitting occurred? Please specify for both times. What was done to treat wound dehiscence and vicryl suture spitting first time? What was done to treat wound dehiscence and vicryl suture spitting second time? What did the surgeon/hcp say about your daughter¿s condition? If in your possession, may we have copies of operative reports? Does ethicon have your permission to contact your daughter¿s surgeon/hcp, in the event ethicon would like to contact your daughter's surgeon/hcp for more clinical information to be used for a product quality complaint investigation? If so, please provide your daughter's surgeon/hcp name, contact information including email address and/or phone number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-08824.

Event description:
It was reported by patient's parent that the patient underwent an unknown surgery on unknown date and the suture was used twice. Post-operatively, wounds dehisced and spit out both times resulting in very wide scars. This past winter the patient needed surgery again and different suture type was used successfully with no dehiscence. Additional information has been requested.